Manufacturer narrative:
A follow up will be filed if additional information is acquired.

Event description:
Provider alleges that the quick release axles will not lock in place. No additional information provided.